Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in air/water cylinder, sub-water supply channel and on the connecting tube could not be identified and a definitive root cause of the observed issues could not be determined, , however, due to a leak in the scope connector cover packing, proper reprocessing may not have been possible and the foreign matter may not have been able to be removed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed; there was a deformed bending. In addition to the foreign materials found in the air/water tube, air/water cylinder, plastic distal end cover, and connecting tube, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing and a scratch on the plug unit; the forceps elevator knob and the bending tube were deformed; the flexibility adjustment ring was scratched; the forceps channel port had a dent; the air/water cylinder and the suction cylinder had no color; the scope connector cover unit was corroded due to water leakage; the play of the right/left knob was out of the standard value due to a dent on the bending tube; the adhesive around the objective lens was chipped; the adhesive on the bending section cover was detached; the connecting tube was snaking; and the universal cord had peeling coat. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had a worn bowden cable. This was found during reprocessing, and there was no report of patient harm. The device was returned, evaluated, and foreign material was found in the air/water cylinder, the air/water tube, the plastic distal end cover, and the connecting tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.